Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly the customer was using fiasp insulin. Tandem clinical support informed customer that fiasp is off-label per the user guide. Customer cleared the alarm and resumed insulin delivery. Reportedly, the customer went to the emergency room for the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.